Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly tortuous vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 15 atmospheres for 1 minute, the balloon ruptured in a vertical split form. The procedure was completed with another of same device. There were no patient complications nor injuries reported.